Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged and no patient consequences were reported.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged and no patient consequences were reported. New information received notes that the device was explanted prophylactically, and a replacement device was implanted on (B)(6) 2022. No additional patient consequences were noted.

Manufacturer narrative:
Correction: b5: initial report summary should be corrected to: it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged and no patient consequences were reported.

Manufacturer narrative:
Correction: d6b: explant should be on (B)(6) 2022. Correction: b5: field should reflect corrected explant date. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received notes that the device was explanted prophylactically, and the replacement device was implanted on (B)(6) 2022. No additional patient consequences were noted.